Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated cardiac procedure. During the procedure, the right atrial lead was damaged. The lead was capped and replaced in the same procedure on (B)(6) 2021. The patient was stable.